Manufacturer narrative:
Date of event is an approximate. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. A surgical procedure was performed and it was found that the tissue integrated into cylinder material. The device was removed and replaced and there were no additional patient complications reported.

Manufacturer narrative:
B5: describe event or problem and h6 device codes have been updated. B3: date of event is an approximate the implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) heard a pop sound and after that, the device stopped inflating. A surgical procedure was performed and it was found that the layers of the cylinders were ruptured and the tissue integrated into cylinder material. The device was removed and replaced and there were no additional patient complications reported.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) heard a pop sound and after that, the device stopped inflating. A surgical procedure was performed and it was found that the layers of the cylinders were ruptured and the tissue integrated into cylinder material. The device was removed and replaced and there were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested; the cylinders were also pressure tested and the pump was functionally tested. No anomalies were found with the reservoir. Visual testing of the cylinders revealed that there was a hole in the kink resistant tubing (krt) of one of the cylinders. Also, the pump did not pass the functional testing as it required more force than specification to get activated. Based on the information available and analysis results, the hole found in the cylinder krt and the activation non-conformace in the pump could have caused or contributed to the reported clinical observation of inflation anomaly and hole/perforated. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.